Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a low flow on (B)(6) 2024 at 1:37, however the patient reported the system controller alarmed with a low voltage alarm. The patient was using the mobile power unit (mpu) at the time. No further events were noted since. Log files captured 126 pulsatility index (pi) events on (B)(6) 2024.

Manufacturer narrative:
B5 narrative information no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that there was no interruption to ac power when the mobile power unit (mpu) was in use. The mpu cord was not unplugged purposely or unintentionally from ac wall power.

Manufacturer narrative:
Section b3: date of event corrected. Section d4: serial number and primary UDI corrected. Manufacturer's investigation conclusion: the reported event of a low voltage alarm when connected to the mobile power unit (mpu) was unable to be confirmed. A review of the log files contained data spanning approximately 12 days (20jun2024 ¿ 01jul2024 per timestamp). All of the captured data showed the mpu operating as intended. No notable alarms were active throughout the log files. The heartmate mobile power unit (mpu) (serial number (B)(6) ) was not returned for analysis. Information provided by the account stated that there was no interruption in alternating current (ac) power and the ac power cord was not unplugged. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including low voltage, power cable disconnect, and no external power alarms and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook (rev. D - section 3 ¿powering the system¿) addresses how to properly set up and switch between all power sources, including the mobile power unit. Heartmate 3 instructions for use (rev. D) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. C) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.